Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the tap was broken. No patient present.

Manufacturer narrative:
Additional information: the instrument could not verify. If information is provided in the future, a supplemental report will be issued.